Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR determined that the battery depletion was not a malfunction of the device and was expected. The loss of stimulation and symptoms would be an expected result of the battery depletion. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that a patient is miserable and had a return of symptoms. They had been sick and having nausea for a month now. They stated that the implantable neurostimulator (ins) was dead. They had not had the device checked, but they could tell that the device was shut off. They believed it had been dead for several weeks now. The battery needed to be replaced every 51 months. The patient saw their healthcare provider in 2016 and at that time the ins was still operating but the hcp stated the battery was weak and soon it would need to be replaced. They were waiting for the hcp to get a new device to do the replacement. No further complications are anticipated.